Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after attempting to charge the pump, despite plugging the pump into multiple types of power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose was 309 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source for 40 minutes. The customer continued to use the pump for insulin therapy.